Event description:
Related manufacturer reference number:2017865-2022-12963. Related manufacturer reference number:2017865-2022-12965. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was also noted that the right atrial and right ventricular lead exhibited noise. Explant of the device and leads was successful.

Manufacturer narrative:
The device was returned without identified device or use problem. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.